Manufacturer narrative:
(B)(4). The pipeline device was not returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any device issue during use. The event occurred in the patient post procedure and its cause is unknown. This MDR reports the first device that was used in this event. The second device was reported in MFR: 2029214-2015-05037 reference (B)(4).

Event description:
Medtronic (covidien) received report of a patient death after pipeline implantation. The patient was being treated for an unruptured, fusiform aneurysm (50mm) that spanned the superior cerebellar artery (sca) proximal to basilar artery to the posterior inferior cerebellar artery (pica). Vessel was moderately tortuous. The physician planned to implant two telescoping pipeline devices. The first pipeline (fa-71450-30) was deployed without issue. The second pipeline (fa-71450-25) overlapped the first, but the proximal section did not completely open. A balloon was used to open and fully appose the pipeline to the vessel wall. After implantation, two angiographies confirmed the aneurysm did not have any issue. The procedure was ended. The patient woke up 20 minutes later from anesthesia and was moved to a hospital room. The patient passed away one day post-procedure from basilar occlusion.